Event description:
It was reported that a high drain 108 alarm occurred on a homechoice (hc) machine at the end of therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) reviewed the therapy log. The total ultrafiltration for the therapy was 2052ml with a total fill of 88874ml and a total drain of 10927ml. The hc was programmed to have a total volume of 10000ml and a fill volume of 1200ml. The tsr arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new hc arrived. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. Internal and external inspections were performed and found no issues. A short simulated therapy was run on the device with no issues. The pneumatic system was tested and all pressures were found to be correct and stable. A review of the event history log confirmed the reported issue. The device was sent for servicing. The cause was determined to be use error, the tidal total ultrafiltration (uf) removal was set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.